Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6)2017 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient developed an infection on an unknown date. The infection was thought to be related to the device. There was an abscess around the pump, and the infection was confirmed. The patient was reportedly septic, and was very sick in the hospital. The hcp was a plastic surgeon and had questions about removing the pump as they were not familiar with pumps. Additional information was received from a healthcare provider on (B)(6)2017. It was reported that the pump was removed but was not replaced. It was noted that regarding the removal, everything went fine. The patient's weight was unknown, but it was noted that the patient was very heavy and likely had a body mass index (bmi) over 35, maybe close to 40.